Event description:
A male with an extremely tortuous anatomy, underwent initial aaa repair in 2006. The physician placed one main body graft and two iliac leg grafts. The pt had been followed with ultrasound and an endoleak was noted. The pt received an angio but not a CT. The suprarenal stent was below the level of the renal take-off. The physician then went in in 2009, and placed a renu cuff and a main body extension. The physician tried to go up the right side to place the renu device but, could not because the device could not make the bends in the aorta. He then went up the left side with difficulty but, was successful in placing both devices. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU's specifically list several warnings and precautions that if properly followed, could reduce the occurrence of this failure mode occurring. In general these IFU's address pt selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.